Manufacturer narrative:
Reported event: handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two polyps were removed without any issues. However, when the snare was extended to remove a third polyp, it was unable to close. The handle cannula of the snare was noted to be detached from the finger rings. The device was removed and the procedure was completed with another captiflex medium oval snare. There were no patient complications reported as a result of this event. It was confirmed that there were no adverse patient outcomes.

Manufacturer narrative:
Visual evaluation of the device found that the handle cannula was detached. Evidence from the handle assembly process was found on the handle cannula. Functional evaluation was not performed due to the condition of the device. The complaint that the handle cannula detached from the handle was confirmed. The most probable root cause for this event could not be determined. There is an investigation in place to address handle cannula detachment issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two polyps were removed without any issues. However, when the snare was extended to remove a third polyp, it was unable to close. The handle cannula of the snare was noted to be detached from the finger rings. The device was removed and the procedure was completed with another captiflex medium oval snare. There were no patient complications reported as a result of this event. It was confirmed that there were no adverse patient outcomes.